Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(6) facility. A review of the provided data and the visual examination of the components have indicated the presence of two feint crossing wear stripes on the femoral head, as well as wear patches on both bearing surfaces. Such mechanisms can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. The former seems likely in this instance as the inclination angle was higher than the recommended value in the surgical technique, and the anterversion angle was at the lower limit of what might be considered acceptable. The cumulative effect of such positioning could have been a disruption of the stresses through the system and a breakdown in lubrication, leading to the observations mentioned above. This may have been further encouraged by the potentially high loading through the joint due to the weight of the patient which, according to their bmi, is within the overweight category. The scratches and indentations on both bearing surfaces suggest that a third body was present, the source of which is unclear. Together with a breakdown in the lubrication of the articulation and the resulting adverse wear, these factors may have contributed to the focal fluid that was found within the hip and the elevated co levels detected in the patient. Note that the patient's cr levels were detected to be below the limit defined in mda/2012/036, and also that the patient had a mom resurfacing prosthesis on the alternate hip. There was some evidence of fretting in the form of a band of black residue around the rim of the female taper on the femoral head, which extended approximately 50% down the inner surface of the bore. This suggests that there was micromotion at the taper interface, which may have been caused by insufficient taper impaction or suboptimal assembly conditions during primary surgery. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04561 / 04562).

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2014 due to adverse reaction to metal debris (armd). It was further reported that the patient had increased metal ion levels, instability, black staining, cysts, and lysis. Reported from (B)(6) laboratory.